Event description:
It was reported that during preparation of the 3.0 x 15 mm multi-link 8 stent delivery system (sds), resistance was noted during removal of the protective sheath and the stent dislodged from the balloon. The device was not used. A new multi-link 8 sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported difficulty to remove the protective sheath could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.